Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.10. Investigation: the customer provided donor tracking information including donor cbc results to aid in the investigation. The donor cbc confirmed the following: - the donor's wbc is 11.64e3/ul which is above the normal range of 10e3/ul. - the donor's platelet count is 374e3/ul which is elevated. - the donor¿s mean platelet volume (mpv)is 10.7 fl which is within normal range the customer reported that this donor has two previous donations on record and both also have elevated prewbc counts (11.48 [10^3/microl] and 13.21 [10^3/microl]). Per the clinical specialist, the customer did not provide the lot number. Additionally, it was determined this failure was donor related. As such, a DHR search of the batch number is not required. Root cause: based on the findings of the clinical specialist, the cause of the residual white cell contamination was the donor's physiology. Specifically, the donor's elevated pre-procedure white blood cell count.

Manufacturer narrative:
Lot number and expiry information are not available at this time investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer. No patient is involved, patient sex and weight are not applicable for this event and can not be removed due to a system limitation.